Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a medical advisor to our local affiliate (B)(4). This case involves a female (age nos) who received taking poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medications include were not reported. The pt received injectable poly-l-lactic acid on an unk date in the bag under the eyes twice has wizened skin around the region injected. No further info was provided. Event outcome ongoing. Reporter's causality: not specified.

Manufacturer narrative:
Add'l info received (B)(4) 2008: a ptc (pharmaceutical technical complaint) has been issued. (B)(4).